Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a shocking or jolting sensation at the lead-extension connection site. The impedances were measured and results were normal. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.